Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was identified. Based on the results of the investigation, the root cause was not identified. Although it is difficult to identify the specific cause based on the information obtained, it is possible that repeated power supply caused electrical stress to accumulate, or that overcurrent due to static electricity or leakage from other products damaged the internal circuit board of the connector. This is thought to have caused image noise and error detection. -instructions evis lucera elite bronchovideoscope olympus bf-p290 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a deformation of the connector, an e218 communication error, and damage to the ccd unit. There was no patient involvement.